Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. A batch review cannot be performed since there was no lot number provided.

Event description:
The facility's nurse reported to baxter (B)(4) that a catheter extension set had leaked from the connection. This occurred just after use. There was a patient involved, but there was no report of patient injury or medical intervention in association with this event. There is no additional information available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was returned without a pouch for evaluation. Upon visual inspection, no obvious defect was found. An underwater pressure test was performed at 8psi and a leak was found at the connection between the y-junction. The reported condition was confirmed. The root cause was not determined. Additional information: this issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510 k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.